Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with cracked case on the back at the battery tube threads, missing display window cover, missing serial number label and peeling keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the casing around the buttons has lifted and exposing the under side of the keypad. Customer says it looks like the glue has melted away. The customer¿s blood glucose level was 9.7 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.